Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure at l4-5. At an unknown time post-op, it was reported that a screw was broken. A revision is planned. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual examination of the mas bone screw confirmed bone screw complete fracture at approximately ~7 threads from the base of the bone screw head. Visual and optical inspection of the bone screw surface immediately adjacent to the fracture did not identify material surface defect which could contribute to crack propagation. Significant fracture surface smearing and damage is noted. Microscopic examination of the fracture surface identified multimodal fracture, with initial fairly flat region approximately 20% of the way through the crosssectional area, with evidence of ratchet marks, beach marks, progressive striations, which are all consistent with cyclic fatigue. The remaining portion of the cross-sectional area ¿this is followed by another region of increased material disruption, riverlines and some evidence of shear lips, which are consistent with overload, and which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, unable to definitively determine specific root cause of the foregoing event from the available information.